Manufacturer narrative:
(Correct aware date in initial MDR was 09/23/2019).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium malfunction and went into stand by. This event reportedly occurred three times, and the iabp unit was swapped out with another iabp unit was confirmed to be working fine. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the helium tank pressure was 404 psi and that the shipping o-ring was found on the tank connection. The stm replaced the o-ring and helium tank, then performed helium calibrations. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium malfunction and went into stand by. This event reportedly occurred three times, and the iabp unit was swapped out with another iabp unit was confirmed to be working fine. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.